Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator was reading double and triple set tidal volume during set up. There was no patient involvement at the time of the event. The tech support engineer (tse) troubleshot the issue over the phone. The customer replaced the exhalation valve flow sensor (evq) and performed extended self-testing on the device, all tests passed.